Event description:
It was reported that the patient had wolff-parkinson-white syndrome. Tachycardia of the lateral wall in the left atrium was discovered during mapping. An ablation procedure terminated the tachycardia, but the tachycardia would come back and an ablation procedure was performed numerous times. It was reported that two hours into the procedure, the physician recognized a tamponade and performed pericardiocentesis. It was reported that the patient left the hospital in stable condition. The patient later died, exact date is unknown.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation of tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."